Event description:
Customer's doctor reported the setting on the insulin pump kept resetting each time the battery was changed. Customer's blood glucose was unknown. Customer was advised the device needed to be replaced. Customer agreed to return for further analysis.

Manufacturer narrative:
The insulin pump alarmed a21 and erased the memory after battery change due to faulty component on the interface board. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.